Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) on (B)(6) 2013 to report that her onetouch ultra2 meter would not power on. The complaint was classified based on the conversation the patient had with the customer care advocate (cca) when troubleshooting the alleged meter power issue. The patient reported that the subject meter stopped working on an unspecified day in (B)(6) 2013. The patient manages her diabetes with a combination of insulin (lantus and novolog) and oral medication. The patient denied making any changes to her usual diabetes management regimen when she was unable to test with the subject meter. At the time of the call, the patient mentioned when she was unable to test she would ¿sometimes feel high¿ and ¿sometimes feel low¿. The patient did not provide specific symptoms. She reported that on an unspecified date in (B)(6) 2013, she called 911 due to her blood glucose going high. The patient stated she was taken to the ER where her blood glucose registered ¿over 400 mg/dl¿ when tested with ER/hospital meter. The patient stated she was treated with aspirin and also received with another medication; however, did not recall the name of it. At the time of troubleshooting, the patient informed the cca that she had replaced the subject meter¿s batteries; however, the meter did not power on and she returned the batteries. At the time of the call, the patient did not have batteries available to insert into the subject meter. The alleged power issue remained unresolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the subject meter stopped powering on.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.